Event description:
On (B)(6) 2012, the customer reported a flogard pump with an battery damaged. The process step and department for this event are unknown. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported a flogard infusion pump with a damaged battery. The customer reported battery damaged was confirmed by technical services on site. The cause was determined to be a defective battery and the battery was replaced to resolve the problem. A service history review revealed no previous service events were related to the reported condition.